Manufacturer narrative:
An event of annular rupture and patient death was reported. Information from the field indicated that the annular rupture may have been caused by balloon aortic valvuloplasty. Abbott has requested the procedure imaging and operative notes but was not provided by the field that the reported death was related to the patient's comorbidities, not due to the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the medical review" please note we do not have imaging or operative notes to inform this medical review. The patient had bav performed followed by implant of an portico 27 mm device; post-procedure, while recovering the patient had cardiac arrest and expired. It was felt by the operators that the patient had an unrecognized annular rupture and this was the cause of the demise. It is unknown if echocardiography confirmed a pericardial fluid collection. At this time, the cause of death in undetermined. It is possible that the bav caused annular rupture as the physician noted.

Manufacturer narrative:
An event of annular rupture and patient death was reported. Information from the field indicated that the annular rupture may have been caused by balloon aortic valvuloplasty. Abbott has requested the procedure imaging and operative notes but was not provided by the field that the reported death was related to the patient's comorbidities, not due to the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the medical review" please note we do not have imaging or operative notes to inform this medical review. The patient had bav performed followed by implant of an navitor 27 mm device; post-procedure, while recovering the patient had cardiac arrest and expired. It was felt by the operators that the patient had an unrecognized annular rupture and this was the cause of the demise. It is unknown if echocardiography confirmed a pericardial fluid collection. At this time, the cause of death in undetermined. It is possible that the bav caused annular rupture as the physician noted."na

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm portico valve was selected for an implant. During the procedure the patient had annular rupture (slow leak). The cause of the annular rupture (slow leak) and treatment is unknown. The physician alleged that the annular rapture may had been cause by balloon aortic valvuloplasty (bav). The device was implanted successfully. The patient left the cath lab stable. The patient was transported back to the unit and was "hard to wake up from anesthesia. A cardiac computed tomography angiography (cta) of the head was performed and the patient crashed. Code blue was initiated and then patient passed on (B)(6) 2023. The cause of the death is annular rupture. The implanter classify this death as being related to the patient¿s comorbidities.